Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir could not be filled with insulin and that the infusion set did not work because of this. Customer changed reservoir and infusion set and both devices worked. Customer's blood glucose was unknown at the time of incident. Troubleshooting will send replacement set for customer. No further information was given.